Manufacturer narrative:
This is a definitive report. Ampoule form was using in this case. All of product batches are passed with the release test before the product release. Furthermore, no infectious case has been reported except for this case, the product quality was therefore not related to the infection. The reported injection physician does not mention concern about quality of injected products. According to his experience, (B)(4) is unlikely related and the coinjection procedures are definitely related to this pyogenic arthritis.

Event description:
(B)(6) 2015, an (B)(6) male patient received artz with 3ml of 1% xylocaine (lidocaine) and 2 ml of 0.4% linolosal (betamethasone) into the left knee for gonarthrosis. He has received artz over 2 years and also received xylocaine and linolosal in shorter period than artz. (B)(6) 2015 9:00 am - he visited the physician to complain of the knee pain and swelling. He received arthrocentesis. The fluid was puruloid. He had an emergency hospitalization. He started to receive 2 g of cefamezin (cefazolin). (B)(6) 2015 - the 1st arthroscopic synovectomy was performed under lumbar anesthesia and the joint was washed out. He received 2 g of cefamezin (cefazolin) twice. The knee swelling was aggravated. (B)(6) 2015 - the 2nd arthoscopic synovectomy was performed and the joint was washed out continuously. He started to receive bactramin (trimethoprim/sulfamethoxazole) and minomycin (minocycline hydrochloride). The knee inflammation subsided. (B)(6) 2015 - the continuous closed irrigation was stopped. (B)(6) 22015- the patient was discharged.

Manufacturer narrative:
This is a case reported in ampoule form. All of product batches are passed with the release test before the product release. Furthermore, no infectious case has been reported except for this case, the product quality was therefore not related to the infection. The reported injection physician does not mention concern about quality of injected products. According to his experience, artz is unlikely related and the coinjection procedures are definitely related to this pyogenic arthritis.

Event description:
(B)(6) 2015 - (B)(6) year-old male patient received artz with xylocaine (lidocaine) and linolosal (betamethasone) into the left knee for gonarthrosis and developed pyogenic arthritis in the left knee. He has received artz over 2 years and also received xylocaine and linolosal in shorter period than artz. (B)(6) 2015 - he is admitted to a hospital. (B)(6) 2015 - his condition is recovering. (B)(6) 2015 - he has been admitted to the hospital.